Event description:
On (B) (6) 2010 pt reported he had a concern with his infusion adapters on the infusion device. Pt reported his blood glucose was running high. Pt stated his blood glucose was 220-230 mg/dl. Pt's target blood glucose range is under 140 mg/dl. Pt reported this began around (B) (6) 2010. Pt stated he changed out all of his accessories; did not bring down the blood glucose as he thought it would. Pt reported he then decided to change the infusion adapter again about a week later and this brought down his blood glucose to normal range. Pt stated he changed the adapter, gave a bolus and it brought down his blood glucose. Verified that pt normally changes the infusion adapter with every 10th cartridge change. Had pt examine the adapter, verified that vents look okay. Pt reported there is a possibility that there is debris inside of the adapter where the infusion tubing would connect to the cartridge, but he can't tell for sure. Advised pt to inspect adapters before using them. Pt reported an increase in stress levels. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for evaluation.